Manufacturer narrative:
Findings: pump unable to prime during prime/a33 test due to faulty fsr (gold). Pump passed the rewind, basic occlusion and displacement test. No motor error alarm during testing noted. Motor passed motor test. Pump received with cracked battery tube threads, minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during normal use. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. Customer doesn't received an e70 alarm. The customer stated that the device was not exposed to high magnetic field such as an MRI. Customer uses sensor feature on the pump. The customer was advised that the alarm maybe cause by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.